Event description:
It was reported that in preparation for a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The rotawire 325 cm guide wire was broken during a test outside the body. The procedure was completed with another rotawire. No pt injuries or complications were reported. The pt's status is reported as "good".